Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube (s)'), genital haemorrhage ('abnormal bleeding (general)'), oophorectomy ('oophorectomy (one side removal of ovary)') and facial paralysis ('autoimmune disorder type of disorder: bells palsy') in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". In 2006, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced facial paralysis (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and pain ("achey, sharp and somedays dull pain"), underwent oophorectomy (seriousness criterion medically significant) and was found to have weight decreased ("weight gain / loss") and weight increased ("weight gain / loss"). The patient was treated with emergency surgery to stop bleeding and save ovary a. Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage, oophorectomy, facial paralysis, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, weight decreased, weight increased and pain outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, facial paralysis, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, oophorectomy, pain, weight decreased and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date-2006 and 2007 current weight (B)(6) lbs. On 2013- she performed surgery to stop bleeding and save ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: plaintiff fact sheet was received. Events added from pfs- abnormal bleeding (general), apareunia (inability to have sexual intercourse), bells palsy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), perforation (fallopian tube (s), fatigue, weight gain, weight loss, achey sharp and somedays dull pain, oophorectomy, she did not undergo confirmation test. Reporter information, event onset date were added. Essure date were updated. Event injury was deleted and device category changed from device other event to incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.